Manufacturer narrative:
Follow up information received on 18-nov-2016 from investigator: essure was inserted on (B)(6) 2010 for contraception. In (B)(6) 2011, the patient underwent hysterectomy due to polyp. Essure inserts were removed on that date. Onset date of polyp was unknown. The investigator considered the hysterectomy not serious (previously considered serious) and not related to essure. The patient recovered from hysterectomy in (B)(6) 2011. Follow-up information received on 21-nov-2016: the previously reported event hysterectomy was updated to polyps. Quality-safety evaluation received on 24-nov-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded however, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra li..t can be provided. Company causality comment: this study case report refers to an adult female patient, who was involved in an epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure ess305 (fallopian tube occlusion insert) permanent sterilization method (study number: (B)(4)). Six months later, she underwent a hysterectomy and essure removal due to polyp. The investigator assessed this event as unrelated to essure. Hysterectomy is anticipated according to reference safety information for essure. Upon follow up, the reason for hysterectomy was provided. In line with investigator´s assessment, considering that in this case, the hysterectomy was performed due to a polyp, a causal relationship with essure is excluded. This case was downgraded to other event as the surgical intervention is not related to essure. A product technical analysis is being sought.

Event description:
This is a solicited case report received from a investigator in (B)(6) on 19-oct-2016 which refers to a female patient of unspecified age who was involved in a observational company-sponsored study, study number: (B)(4). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. (B)(6). The investigator reported hysterectomy and insert removal. According to investigator, the procedure would bot related to essure. No additional information was provided. Company causality comment: this study case report refers to an adult female patient, who was involved in an observational company-sponsored study, study number: (B)(4); had essure (fallopian tube occlusion insert) inserted and a hysterectomy was performed with insert removal. The investigator assessed this event as unrelated to essure. This event is anticipated according to reference safety information for essure. If device removal is necessary, surgery (hysterectomy) may be required. In this particular case, the procedure's indication was not provided. However, given event's nature per se, the company, in disagreement with investigator's assessment, considers this event as related to essure use and therefore, this case is regarded as incident. Further information and technical analysis have been requested.